Event description:
It was reported that during an unknown procedure, the device stapled only partially. The procedure was extended in order to stop the bleeding. Another device was used to complete the procedure. There was no adverse consequence to the patient.